Manufacturer narrative:
Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot i0505071 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, smoking and hypertension. The target lesion was the ostium of the left internal carotid artery. Pre-procedure stenosis was 80%. Lesion length was 15mm and diameter was 5.5mm. The lesion as severely calcified and moderately tortuous. A precise pro rx 8 x 30mm successfully implanted at the target lesion. Final stenosis was 30%. During removal of the embolic protection device (spider fx), the patient had a sudden onset tia with aphasia. There was no treatment other than CT scans. The event resolved completely by the time he was discharged, 2 days post-procedure. Addendum received (B)(6) 2010: the adjudication minutes received (B)(6) 2010 disagree with the previous diagnosis of tia and instead provide a diagnosis of cerebrovascular accident, minor, ipsilateral. Additional information notes that the patient experienced hypotension and bradycardia during the procedure which was treated with medications.